Manufacturer narrative:
Intuitive has received the vessel sealer extend instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a segment of the conductor wire sticking out from the clevis. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. The instrument electrical cord was cut off. The instrument passed the ceramic dot verification test. The instrument was found to have dislodged blade and a blade exposed message per system log review. The instrument was inspected in-house. The instrument blade was not exposed. The instrument passed engagement and recognition test. It is unclear what caused the conductor wire to dislodge. It is possible that it got caught on a different instrument or surgical tool and got pulled or stretched out. This failure is most commonly caused by mishandling/misuse. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the vessel sealer instrument was unable to cut and release from the tissue. The surgeon had to use a grasper to grasp tissue above and below the clamping area and cut tissue until the vessel sealer instrument could be released from the patient. It was confirmed that the tissue cut was not part of the planned procedure. Based on an evaluation of the vessel sealer extend instrument, it was confirmed there was no malfunction of the instrument.

Manufacturer narrative:
The vessel sealer extend instrument has not been returned to isi for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow up MDR will be submitted if the instrument is returned or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the vessel sealer instrument was unable to cut and release from the tissue. The surgeon had to use a grasper to grasp tissue above and below the clamping area and cut tissue until the vessel sealer instrument could be released from the patient. It was confirmed that the tissue cut was not part of the planned procedure. However, at this time, the root cause of the intra-operative issue is unknown.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument got stuck on tissue, and a cable was loose. On 02-february-19, intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the vessel sealer extend instrument was clamped on the fallopian tubes at the time of the reported incident. The vessel sealer extend instrument had a loose wire, which may have been the reason why the grips were not functioning as intended. The vessel sealer extent instrument was unable to cut and release from the tissue. Per recommendation from another surgeon, the operating surgeon used a grasper to grasp tissue above and below the clamping area. The surgeon then used a bovie pen to cut the stuck tissue and released the vessel sealer extend instrument. The robotics coordinator confirmed that the cut tissue was not intended to be removed as a part of the planned surgical procedure. The procedure was completed robotically with no further issues reported.